Manufacturer narrative:
Block b3: exact date unknown, event occurred past few years block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5031270/5032835.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to inadequate pain relief. Patient was doing well postoperatively. No device malfunction suspected. The explanted device was not returned.